Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed with the 1.5 x 12 mm mini trek; however, a balloon rupture was confirmed during the first inflation of 8 atmospheres (atm) for 7-8 seconds. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: brite tip 6f jl3.5. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with mildly calcified lesion, such that the balloon ruptured upon the first inflation at 8 atm, which is below the rbp. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no similar incidents. There is no indication of a lot specific product quality deficiency.